Manufacturer narrative:
Product ID 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 3587a25 lot# n339577, implanted: 2012 (B)(6), product type lead product ID 37754 lot# serial# (B)(4), product type recharger product ID 37083-40 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 3708240 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).

Event description:
It was reported that were high impedances, greater than 10,000 ohms, on all electrodes. The patient had a headache and facial pain at the extension location. The extension was broken in half and therefore replaced. The patient was alive with no injury at the time of the report.

Manufacturer narrative:
Analysis of the extension, serial #(B)(4), found the body cut through and segmented with no significant anomaly.